Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that there is cracks on the reservoir and loose drive support cap. The customer stated the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribe backup plan.

Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. Unable to perform displacement test due to broken off end cap. The drive support disk was inspected and no anomaly noted. The insulin pump had cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked and missing the end cap sticker.